Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported product condition. No product lot number was reported so we are unable to review qualification records for the product lot. The omnipod user's guide warns, "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "check the infusion site for signs of infection." It advises "at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place. Be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider."

Event description:
Pt reported that he removed a device around (B)(6) 2011 and noticed some pain. The next day, his arm in that spot was red and hard and hurt even more. He stated that he thought that part of the cannula ripped off and was still in his arm. On (B)(6) 2011 the pt's mother reported that on that day they had gone to a surgeon where the arm was lanced. They are not sure if a piece of cannula was retrieved. The arm is softer and the child is not running fever.